Event description:
Procedure type: ladg. According to the reporter: customer just reported the device was defective. Using new device, procedure was completed. No pt harm reported. Pt status: unk. Operating room time not extended. (B)(4) qa analyst received the clinical sample and found out latch was broken and sponge was discolored. Based on these condition, it is possible air leakage through inflation port occurred at the site.

Manufacturer narrative:
(B)(4).